Event description:
Medtronic received information that a patient treated with an artisse device and rist catheter had a stroke. Left lateral homonymous hemianopsia related to right occipital lesions; not related with angiographic procedure but to subarachnoid hemorrhage (sah). No actions were taken and the event is not resolved. Adjudicated (B)(6)2024 as causal to index procedure, possible to antiplatelet therapy, not related to device artisse or ancillary/ adjunctive device; two separate stroke events- anterior cerebral artery (aca) and posterior cerebral arteries (pca) territory. Baseline aneurysm characteristics: side (hemisphere): midline. Location (vessel): anterior communicating artery. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 8.6mm. Aneurysm dome height: 8.6mm. Aneurysm dome width: 5mm. Aneurysm neck size: 3.5mm. Parent artery diameter distal to aneurysm: 1.9mm. Parent artery diameter proximal to aneurysm: 2.1mm. No stasis at the end of the procedure. Raymond and roy occlusion was class 3 at the end of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient¿s stroke had not recovered/resolved. The event was conservatively assessed as possible device utilized (artisse and rist).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported left lateral homonymous hemianopsia related to right occipital lesions; not related with an giographic procedure but to subarachnoid hemorrhage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that (B)(6) 2025: causal to index procedure, possible to artisse, non-mdt eclipse balloon, and apt regimen (complications due to absence of apt).